Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("she was in labor"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("she was in labor"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ('she was in labor') and labour pain ('pain - she was in labor') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device and experienced labour pain. At the time of the report, the pregnancy with contraceptive device and labour pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered labour pain and pregnancy with contraceptive device to be related to essure. The reporter commented: consumer reported in social media (essure group) in (B)(6) 2016 'have any of you seen the show ' I did not know I was pregnant'? One episode was a 40ish woman who had a teenage daughter and her tubes had been tied for ten years or something, and she went to the ER due to very serious pain and they discovered she was in labor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2021: nullification: due to internal review it was detected that the woman referred to in a social media post in (B)(6) 2016 (no reporter lawyer) had her tubes tied (no essure mentioned) for ten years when due to pain it was detected she was in labor, daughter was a teenager (conceived before essure). It was not reported that essure was removed (see text of post in comment section). This record will be deleted in bayer safety database because no bayer product was used. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.